Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufactures instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one sheath in damaged condition was returned for investigation. The dilator was not returned for evaluation. Biomatter was present on the device. The sheath was returned in two separated sections. The proximal section measured 10.3cm and part of the inner coil was exposed at the end of the section. The distal section measured approximately 100.2cm and a kink was noted approximately 1.5cm from the separation point. The separation appeared clean, with the inner coil exposed and elongated. Dimensional verification confirmed that the device was manufactured within specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record could not be performed as no lot information was provided. However, a customer lot search was conducted in attempts to narrow down potential lot numbers that the device could be from. Eight potential lot numbers were revealed, and no nonconformances to the related failure mode were found in any of them. Additionally, this complaint was the only complaint file for the eight lot numbers. Furthermore, an IFU is provided with the device, which states ¿if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal¿ it goes on to say ¿reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal.¿ it is not known if the dilator was reinserted prior to attempting to remove the sheath. Based on the information provided and the examination of the returned product, investigation has concluded that this failure is likely related to a procedural error or unknown issues related to the patient¿s condition. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant medical products: unspecified catheters, unspecified balloon expandable stent. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, at the end of a mesenteric angiography and stenting procedure, a flexor shuttle guiding sheath separated inside a female patient's anatomy. During the procedure, the left radial artery was accessed via the wrist. The physician wasn't sure if the vessel was in spasm but there was difficulty advancing the complaint device into place. There was no vessel tortuosity or calcification. The mesenteric artery was successfully stented. Difficulty was noted while removing the flexor shuttle guiding sheath. Approximately half-way through the removal, the flexor shuttle guiding sheath separated but the broken portion was removed using forceps. The patient reportedly did fine. No additional procedures or adverse effects were experienced as a result of this event.